Manufacturer narrative:
Correction; section h6 - health effect - clinical code should have been 4580 - insufficient information rather than 4582 - no clinical signs, symptoms or conditions medical device - problem code- should have been 3190 - insufficient information rather than 3189 - no apparent adverse event. The event of ipg pocket revision was reported to abbott. The ipg pocket was relocated for unknown reason. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket was relocated for unknown reason.